Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/04/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt-2j tightrope® ii rt white sutures flipped, and the graft never went in. This occurred during use when they prepared an allograft to repair the pcl, using tightrope tape (ar-1588rt-2j), and performed a femoral tunnel with a flipcutter ii. It should be noted that they had problems with the tibial tunnel, as indicated by the drill bits that had lost their sharpness (but the motor they used was not suitable, as it was underpowered). When it came time to insert the graft and the button, it was difficult to insert it into the tunnel and secure it to the lateral cortex, but when they tried to insert the graft, the white sutures flipped, and the graft never went in. They ended up cutting the sutures by force in an attempt to insert the graft. Since that didn't happen and the sutures were cut, they had to cut the tape loop to remove the graft, which never went up the tibial tunnel, and prepare it again with another button. On the second attempt, they also added the dilation of the tibial tunnel. But at all times, the doctor indicated that it was an issue with the ar-1588rt-2j button.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning and/or incorrect surgical technique during use.